Manufacturer narrative:
The device was shipped directly to the end-customer/patient after repair (and not via the hearing care professional (hcp). This alternative shipping route was most likely chosen because the hcp was temporarily shut down due to corona restrictions. Unfortunately the device settings were not possible to capture during repair and therefore, as a standard method, the device was set to factory settings instead. Then when shipped directly to the end-customer/patient, the device were not possible to use. The patient complained that the device "just screech" and cannot be used. As the factory settings, in program 2, is set to full on gain (fog), the device can in this mode produce loud sounds that potentially can harm the remaining hearing of the patient. No indications of any such harm is provided in the complaint but it cannot be ruled out. Investigations and risk assessments are ongoing to fully comprehend the likelihood for this to happen and the scope and implications of the scenario. Some additional data are available but remains to be confirmed. We therefore file this initial report which we intend to update with a follow-up/final report as soon as data have been confirmed and the result of the full investigation is available. S/n (B)(4) (right). Manufacturing date right device 04/04/2019.

Event description:
Repaired aid sent to patient not reprogrammed to user settings information from the reporter; "I had a patient's aids [mr. M] sent directly back to him from repair. Invoice says they couldn't save the programming. He can't wear them just screech. I'm not sure what to tell him but why in the world would they not first fit the devices to the audio on file before sending directly to a patient? He's extremely upset." If the patient uses the device, set not to the patients personal settings but instead to the factory settings, it can in program mode 2 (with a full on gain possibility), produce loud sounds that potentially can harm the remaining hearing of the patient. No indications of any such harm is provided in the complaint but it cannot be ruled out.

Event description:
Repaired aid sent to patient not reprogammed to user settings information from the reporter: "I had a patient's aids (B)(6) sent directly back to him from repair. Invoice says they couldn't save the programming. He can't wear them just screech. I'm not sure what to tell him but why in the world would they not first fit the devices to the audio on file before sending directly to a patient? He's extremely upset." Interpretation: when the setting of a device cannot be captured during the repair process, the device is set in the so called factory settings. The device is then supposed to be sent to the corresponding heslth care professional (hcp) who is supposed to reprogram it to the patients settings. In this case the device was instead (due to corona shut down of hcp) sent directly to the patient. If the patient uses the device, set not to the patients personal settings but instead to the factory settings, it can in program mode 2 (with a full on gain possibility), produce loud sounds that potentially can harm the remaining hearing of the patient. Patient has claimed hearing loss but is has not been confirmed, but cannot be ruled out either.

Manufacturer narrative:
The device was shipped directly to the end-customer/patient after repair (and not via the hearing care professional (hcp). This alternative shipping route was most likely chosen because the hcp was temporarily shut down due to corona restrictions. Unfortunately the device settings were not possible to capture during repair and therefore, as a standard method, the device was set to factory settings instead. Then when shipped directly to the end-customer/patient, the device were not possible to use. The patient complained that the device "just screech" and cannot be used. As the factory settings, in program 2, is set to full on gain (fog), the device can in this mode produce loud sounds that potentially can harm the remaining hearing of the patient. No indications of any such harm is provided in the complaint but it cannot be ruled out. Investigations and risk assessments are ongoing to fully comprehend the likelihood for this to happen and the scope and implications of the scenario. Some additional data are available but remains to be confirmed. We therefore file this initial report which we intend to update with a follow-up/final report as soon as data have been confirmed and the result of the full investigation is available. Addition to d4: s/n (B)(6) (right) addition to h4: manufacturing date right device 04/04/2019. Final conclusion. After further evaluation of this case we conclude that even though this is a medium power (mp) device/receiver and the length of the loud sound was relatively short, it cannot be ruled out that the event led to or could have led to a temporary or possibly permanent harm to the hearing and/or tinnitus. The patient is claiming hering loss as a symptom (consequence) of the event (loud sound). We have not been able to confirm this but, as stated, it cannot be rulled out that it could happen even though the likelihood is determined to be unlikely in the risk assessment. Also the clinical evaluation documented in the risk evaluation report, confirm that harm to residual hearing could be temporarily or permanent even if exposure is short. This is an unlikely, but in certain cases, possible scenario, depending also on the sensitivity of the patient. We therefore send in this report as the final MDR report where we consider this to be a reportable event.